Manufacturer narrative:
One cool path duo 7f catheter was rec'd for investigation. Visual inspection revealed the luer extension tube was broken at the handle edge; the inner fluid lumen was attached and twisted. A small amount of char was noted on the tip of the catheter. Functional testing revealed the catheter failed the ablation simulation test. An occlusion alarm was noted on the irrigation pump. A guidewire was passed through the luer toward the catheter tip and met resistance at the proximal edge of the handle at the area of the broken tube and twisted fluid lumen. Review of the device history records confirmed the device met mfg requirements prior to shipment. The cause for the reported generator alarms and subsequent char was a broken fluid lumen. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. (B)(4). Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor in order to prevent potentially defective tubing from being utilized during the mfg process, (B)(4).

Event description:
It was reported while using a therapy cool path ablation catheter during an atrial fibrillation ablation procedure charring was noted on the device. While ablating in the left atrium with cool path catheter, the stockert generator was set to 30-35 watts, a temperature of 48 degrees celsius and ablation time of 120 seconds, but the stockert generator frequently stopped due to a temperature error. The physician removed the catheter and noted char present below the edge of the distal electrode. There were no pt complications reported.